Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an occlusion issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: there were multiple occlusion alarms observed in the black box with a recorded high force. All of the prime steps were performed successfully with no alarms. The force sensor was found to be calibrated and detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.